Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient was taken to the hospital in an ambulance for unclarified causes described as "under terrible conditions". The cause of the event was not reported. The event occurred in the patient¿s home during apd therapy, ¿after connection¿. Treatment for the event and patient outcome were not reported. No additional information is available.